Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope exhibited unstable flickering image. The issue was identified at the time of therapeutic laparoscopic appendectomy procedure. The procedure was completed using the same device after a brief procedural delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction and the results of the final investigation. Updated fields: d8; g3; h2; h3; h6 and h11. Corrected field: h8. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable was broken; image was green; fiber bonding in the outer tube area (distal end) was damaged; protector of the video cable section was cut. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: video cable was broken. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.